Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an unknown surgery, external to the patient, the rf wand stopped cutting and coagulating and the controller did not issue any type of error. A second wand was used and the problem persisted. The procedure was completed without significant delay changing the surgical technique. No further complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Visual inspection observed the warranty seal is broken, the lid is missing most of its screws, and the unit is missing all of its feet. Functional evaluation revealed the unit does not have output voltage and the volume knob causes static when moved. The unit was opened and found no issues. The complaint was confirmed and the root cause is associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
D4: serial number updated per information received. Internal complaint reference: (B)(4).